Event description:
Contact reports the spinal plate's cam locking component broke when it was rotated following screw insertion. The plate was implanted and secured with three bone screws and their corresponding cams were rotated/locked in place.

Manufacturer narrative:
The plate was implanted and is not available for evaluation. Review of the device history record cannot be performed as the lot # is unkown. Forces that were applied when rotating the cam locking component are unknown at this time. The cause of breakage cannot be positively determined, however, based upon the evaluation of the returned instrumentation that was used in the procedure, it appears that the breakage of the cam may have been technique related.